Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusions. The customer's blood glucose level was 320 mg/dl. Reportedly, the customer would clear the alarm and resume insulin or change pump supplies to address the alarm. Customer was using fiasp insulin and then changed to novolog insulin after getting the first occlusion. Tandem technical support educated the customer on insulin labeling. The customer reverted to an alternate method of insulin therapy.